Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, had pyxis not communicating with internet and have communication problem. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the pyxis not connecting to internet and not communicating. A technical support specialist had checked the devices in remote smart service (rss) and observed or 7 intermittently going online and offline, attempted remote connections that had timed out, and confirmed or 8 had been online with successful remote access. The specialist had pinged the internet protocol (ip) address of operating room (or) 7 from operating room (or) 8 and had received request timed out (rto) responses, had requested that hospital information technology (it) confirm the virtual local area network (vlan) for operating room (or) 7, and had asked for the serial number or alternate name for operating room (or) 6 since it had not been found in remote smart service (rss). The specialist had advised reporting the connectivity issues for operating room (or) 7 and the related operating room (or) 3 to the hospital network team, had recommended checking cabling or wireless access point (wap) coverage because the anesthesia devices might have used wireless connections, and documented that operating room (or) 7 had gone offline approximately seven hours earlier with a wireless internet protocol (ip) address unreachable and that operating room (or) 3 had been offline for seven days with its internet protocol (ip) address unreachable. The multiple follow-ups were made for further investigation, but no response was received from customer, so the case was closed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, had pyxis not communicating with internet and have communication problem. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.